Manufacturer narrative:
Biomérieux conducted an internal investigation: the investigation examined the bact/alert ifus for charcoal bottles and determined they provide sufficient caution to the user on the importance of proper handling technique and inspection of bottles before use. They also caution the user to obtain blood samples prior to initiating antibiotic therapy. They state that in the presence of antibiotics certain organisms will not produce enough carbon dioxide to cause the bottle to turn positive. The most probable root cause was not determined as no product information was given by the customer. It is not known if this is a true false negative or if the antimicrobial therapy administered to the patient had an effect on the negative results. Biomerieux makes no claims charcoal bottles specifically neutralize antibiotics in the bottle. With the limited known information given, there cannot be a determination of bottle performance.

Event description:
A customer in (B)(6) contacted biomérieux to report a false negative result in association with the bact/alert® charcoal bottle. The customer reported a negative blood culture result for a cancer patient under anti-microbial therapy, and reported that the infectious disease physician was sure the patient had sepsis. There is no indication or report from the laboratory or physician that the discrepant result led to any adverse event related to any patient's state of health. Biomérieux investigation will be initiated.